Event description:
It is reported that the surgeon had difficulty seating the metal locking ring. The liner was removed and another liner and locking ring was used to complete surgery. The surgery was extended by 30 minutes.

Manufacturer narrative:
Evaluation summary: return of the ploy liner found it to be damaged at the polar boss, retaining ring groove, and at the locking ring anti-rotation tab of the ploy liner. The locking ring was also returned and found to be damaged as well. The locking ring was damaged on locking tab. The damage marks on the liner, in general, shows that the liner must not have been aligned in the shell to have been damaged on the polar boss and the retaining ring groove. With the liner not fully seated and aligned this could have lead to the locking ring anti-rotation tab being damaged. The damage to the anti-rotation tab, in general, showed signs of misalignment with a piece of the poly liner being broken off. This would explain the piece being found in the anti-rotation scallops. The damage to the locking ring would have been from the many attempts to seat the locking ring. A functional check was done with the locking ring and found that the locking ring would seat properly when properly being aligned with the anti-rotation tabs. Evaluation: the return devices were measured where possible and found to be to specification. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated.